Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The reported patient effect of hemorrhage is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. The investigation determined a conclusive cause for the reported difficult to deploy cannot be determined. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: .014 spartacore; stent: 6 x 19 mm omnilink. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the right renal artery. A 3.5 x 19 mm graftmaster covered stent was implanted and sealed the perforation. However, residual stenosis was noted; therefore, a 6.0 x 19 mm omnilink stent was implanted to appose the graftmaster covered stent to the lesion. As the patient experienced a hemorrhage, they were sent to the intensive care unit (ICU) for close monitoring and received a blood transfusion. The patient is stable. No additional information was provided.